Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00058, device 2 is being reported under MDR-2247858-2023-00059, and device 3 is being reported under MDR-2247858-2023-00060.

Event description:
Core lab identified a 2nd new fracture next to the first one for subject (B)(6). Upon internal review, the fracture involves the same apex as before. However, the aneurysm is completely re-absorbed, and the stent graft has not lost its original position. Patient outcome - "pending patient outcome."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2023-00058, device 2 is being reported under and device 3 is being reported under MDR-2247858-2023-00060.

Event description:
Core lab identified a 2nd new fracture next to the first one for subject 415-104. Upon internal review, the fracture involves the same apex as before. However, the aneurysm is completely re-absorbed, and the stent graft has not lost its original position. Patient outcome - "pending patient outcome."